Event description:
Pt experienced loss of restrictioin and pt stopped losing weight. Subsequent x-rays show tubing leak or disconnect at tubing connector. Physician performed revision surgery to repair the access port/tubing. Follow up findings: leakage at or near port tubing connector.